Event description:
It was reported that the 200 micron tfl single use fiber caught fire at the machine and melted the wire from the end that goes into the machine and seemed to have broke. The issue was found during the procedure. There were no reports of patient harm. Related patient identifiers are as follows: (B)(4).

Manufacturer narrative:
To date, the device has not been returned to olympus for evaluation. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, the root cause could not be identified. The events can be detected/prevented in accordance with the following instructions for use: device preparation do not bend or coil the soltive laser fibers beyond the recommended minimum bend radius (table 2); doing so may result in light leakage or fiber breakage that could cause personal injury if the laser is fired (refer to the laser system manual)." And lntraoperative instructions section states "be careful to not use too much force, as this can damage the fiber or laser system connector." Laser safety considerations "damaged or improper use of the laser fiber in an incorrect manner may lead to: ¿ severe eye or tissue injury. ¿ fire in the treatment area. ¿ unintended exposure to the patient or medical staff to laser radiation". And, "failure of the structural integrity of the device or the failure of the device may lead to treatment room personnel or patient injury, and/or fire in the treatment room." Olympus will continue to monitor field performance for this device.